Event description:
This is a spontaneous report by a consumer in the USA of a small child touch or air borne contamination and peritonitis in a homechoice patient (hp). During a call with baxter customer services, the following was reported. On an unreported date, the hp experienced small child touch contamination or air borne contamination. On an unknown date, the patient experienced peritonitis and was hospitalized for the event. The cause of the peritonitis was the reported touch or air borne contamination. Treatment was not reported. On an unreported date, the patient was discharged. The patient was at home and was still taking medication. At the time of this report the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.